Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/flush drive support disk. Device passed the displacement test and the motor was tested outside of the device and passed. It was unable to verify the motion sensor test alarm due to motor error alarms. Device had minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she woke up and the insulin pump was making a very loud noise and had a motor problem. The customer received a motion sensor test failure alarm. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was rewinding and received the alarm again. Blood glucose value was 109 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.